Manufacturer narrative:
H6 correction: the code e230101 was not indicated in error regarding the initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8781, serial# (B)(6) implanted: (B)(6) 2019, product type catheter; UDI:(B)(4); ubd: 2020-jul-14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that the implant date of the catheter was (B)(6) 2019. It was unknown what further actions were taken to resolve the infection, fever, swelling, redness and effusion. It was also unknown if the issue had resolved or the status of the devices. It was stated that when it is available, they would share it with us. The serial number of the pump and catheter were also provided.

Event description:
Information was received from a foreign healthcare provider via a distributor regarding a patient receiving intrathecal gabalon of an unknown concentration at a daily dose rate of 65 mcg via an implantable pump for quadriplegia due to cerebral palsy for subarachnoid hemorrhage. It was reported that the pump was replaced on (B)(6) 2024. On (B)(6), fever was indicated and they started administration of antibiotics (ceftazidime). On (B)(6), the surgical wound site where the pump was implanted was red and swollen, and effusion was also observed. It was indicated that there is no causal relationship to gabalon intrathecal. The infection around the pump was unrelated to drug, pump, and catheter, but unknown if related to the procedure. Regarding infection around the pump, the outcome was not recovered as of 2026-feb-02.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# unknown, implanted: (B)(6) 2024; explanted: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.